Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: d274trk, ICD; implant: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead has exhibited chronic high threshold levels. A lead revision was attempted during a device changeout procedure, but could not be completed due to venous occlusion. The lead remains in use. No patient complications have been reported as a result of this event.